Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Technical services confirmed the reported problem. Technical services walked them through the process of monitoring air and o2 lpm, verifying all flow is oxygen, and recommended configuring test 7. Device tested and returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported o2 concentration failure. There was no patient involvement.